Manufacturer narrative:
Inspected one opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed for low readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was having issues with change sensor alarm. It was reported that the customer's device suspended at 68.4mg/dl, and then did not accept the calibration. The customer's blood glucose level was reported to be 126mg/dl. Troubleshoot was reported to be conducted, and the customer is returning and receiving replacement sensor.